Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was currently hospitalized due to a blood glucose level of 280 mg/dl and diabetic ketoacidosis. Caller stated that the insulin pump had a failed battery test and the battery exploded during changing. The caller reported that the customer then switched to a backup insulin pump. The customer was wearing the insulin pump at the time of the incident. High blood glucose troubleshooting was not performed. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Findings: pump was received with failed battery test alarm after battery changed due to corroded battery tube. No moisture damage on electronic/motor assembly noted. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to failed battery test. No cosmetic damage noted.